Manufacturer narrative:
Concomitant medical products: 8110; 8100; 8120 pri tubing, spm tubing, pca tubing; therapy date (B)(6) 2019. The report of a pca programming issue was confirmed through review of the pcu event log. The pcu event log shows pca module s/n 13907149 was programmed to infuse morphine hi dose 50 kg or greater 1 mg/1 ml (drugid 350) at 6:38 pm on (B)(6) 2019. The user selected pca dose only for the infusion mode. The user entered 0.25 mg for the pca dose, 10 minutes for the lockout interval and 1.5 mg/1 hr for the max limit. The user then selected yes to the guardrails warning ¿pca dose is below guardrails limit of 0.5 mg. Proceed?¿ the pca dose infusion ran until 8:57 pm when the device was channeled off. Each pca dose request delivered 0.25 ml at 75 ml/hr. At 8:58 pm, the user programmed hydromorphone hidose 50 kg or greater 0.2 mg/1 ml (drugid 228). The user selected pca dose only for the infusion mode. The user entered 0.25 mg for the pca dose, 10 minutes for the lockout interval and 1.5 mg/1 hr for the max limit. The pca dose infusion ran until 6:49 pm on (B)(6) 2019. Each pca dose request delivered 1.25 ml at 75 ml/hr. The root cause of the reported issue was due to programming. Log review only.

Event description:
It was reported that dilaudid 0.2 mg/ml (total volume 55 ml in a 60 ml syringe) was ordered and programmed to infuse through pca pump on (B)(6) 2019, with the following settings: pca dose: 0.25 mg, lockout time:10 min, one hour dose limit: 1.5 mg, loading dose and continuous doses were not ordered. It was then discovered during safety check rounds on (B)(6) 2019 that the clinician selected morphine 1 mg/ml profile instead of the intended dilaudid profile. It was noted that the patient received the correct medication but incorrect drug concentration. The patient's pain control was adequate and the event had no impact on the patient.